Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular pace impedance greater than 3,000 ohms. The measurement had been out-of-range for over a year. No rv signal noise was present. Technical services recommended activating the non-sustained ventricular tachycardia alert to evaluate for noise. The ICD remains in service and no adverse patient effects were reported.